Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pumpadditional text: hm xve/inflow graft malfunctionspecific component(s) involved: inflow graft malfunction/malpositionadditional text: graft malfunction/malpositionother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :type: lvad.